Manufacturer narrative:
This reportable event was identified during a voluntary retrospective review of all complaints since 2015 by the manufacturer ((B)(4)). Details of this activity were discussed with cdrh office of compliance ((B)(6)) during a tele-conference on (B)(6). Since it is high infusion line,it is possible to lead to hypotony and reportable. We where not able to reproduce the complaint. The vitrectome is working according the specifications. All available information has been disclosed. This complaint has now been closed.

Event description:
We received a complaint that reported out of this pack: cutter did not cut, high infusion line dropped off trocar.